Manufacturer narrative:
The technician replaced the left foot and right head brake casters to repair the stretcher.

Event description:
Information received indicates the left foot and right head brake caster will hold in brake but continue to swivel.